Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. A cause for the reported death could not be determined. However, death is listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report death. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. It was noted there was a significant amount of mitral annulus calcification. One clip was successfully implanted, reducing mr to a grade of 2. The following day, echocardiography was performed and showed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted mr remained at a grade of 2. The physician then decided to implant an intra-aortic balloon pump (iabp). On (B)(6) 2021, the patient passed away due to decompensation. It is unknown if the implanted clip caused or contribute to the death. No additional information was provided.